Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device made the beep sound and the front panel display turned to the black during the unspecified procedure. The procedure was completed with another device. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device, and found that the subject device was turned off sometimes, and made the beep sound. Also the service department of (B)(4) found the printed circuit board failure of the subject device, which might have caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device wasn¿t returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. It is surmised that the reported phenomenon was attributed to faulty pressure sensor on the main board due to abnormality during manufacturing process.